Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector n40-o experienced injector disconnection from mating luer component and leaked. The following information was provided by the initial reporter: per customer response received on (B)(6) 2023 on (B)(4). What is the date of event? On (B)(6) 2022 there were 2 events; on (B)(6) 2022 an additional event. All 3 of these events involved a spill, one of the spills om on (B)(6) 2022 included a visitor. Can you please provide more details for what is being reported? Is the device not connecting properly? The device is not connecting properly. The connection between the braun pump tubing and the bd closed system and syringes is not holding securely. There have been other instances caught before a patient was involved. Was there a luer disconnection? Yes. Is there an issue related to the flow of medication? No. How was the issue resolved, was a new device used? Initial response was to check lot numbers, contact the supply company. Then the clinic moved on to the manufacturers, had re-education for staff. The( B)(6) clinics are now trying alternatives supplies that are approved by the health system. As of last meeting on 1/6/2023. The issue was not resolved. Our next meeting is scheduled for 3/1/2023. Can you describe the set up and use with the specific devices? The events occurred because the closed system device at the end of the tubing that is supposed to prevent the chemo from spilling out became disconnected. Was there any impact or harm due to the reported issue? No detectable harm. Was there any need for medical treatment or intervention? No.

Event description:
It was reported that the bd phaseal¿ optima injector n40-o experienced injector disconnection from mating luer component and leaked. The following information was provided by the initial reporter: per customer response received on (B)(6) 2023 on pr (B)(4). Verbatim: ¿ what is the date of event? 12/29/22 there were 2 events; 12/29/22 an additional event. All 3 of these events involved a spill, one of the spills om (B)(6) 2022 included a visitor ¿ can you please provide more details for what is being reported? Is the device not connecting properly? The device is not connecting properly. The connection between the braun pump tubing and the bd closed system and syringes is not holding securely. There have been other instances caught before a patient was involved. ¿ was there a luer disconnection? Yes ¿ is there an issue related to the flow of medication? No ¿ how was the issue resolved, was a new device used? Initial response was to check lot numbers, contact the supply company. Then the clinic moved on to the manufacturers, had re-education for staff. The hemonc clinics are now trying alternatives supplies that are approved by the health system. As of last meeting on 1/6/23. The issue was not resolved. Our next meeting is scheduled for (B)(6) 2023. ¿ can you describe the set up and use with the specific devices? The events occurred because the closed system device at the end of the tubing that is supposed to prevent the chemo from spilling out became disconnected. ¿ was there any impact or harm due to the reported issue? No detectable harm ¿ was there any need for medical treatment or intervention? No.

Manufacturer narrative:
H6: investigation summary no physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 2206302, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.